Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus / foreign body perforating the fundus of the endometrial / failure to occlude (close) fallopian tube(s) left essure placed properly but right essure device malpositioned'), fallopian tube perforation ('the left-sided essure coil had perforated just under the left fallopian tube') and embedded device ('deeply embedded in the myometrium. It has the size and shape consistent with essure device / the right ( rt) essure coil is visualized in the midline of the endometrium and extends into the myometrium at the fundus') in an adult female patient who had essure (batch no. C35243, cs000hw) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, pap smear abnormal, suprapubic pain, paratubal cyst and pelvic inflammatory disease. She had an ultrasound done. Previously administered products included for an unreported indication: depo. Concurrent conditions included anemia, irregular periods and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding make pain worse"), menorrhagia ("abnormal bleeding (menorrhagia) / passes clots with her bleeding / irregular and excessive bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) / periods are painful / cramping so severe at times that it is debilitating / severe cramping / frequent pain with periods"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful every time she tries to have intercourse and has spotting afterwards"), pelvic pain ("pelvis pain that is sharp and achy / pelvic pain"), coital bleeding ("every time she tries to have intercourse and has spotting afterwards"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia and coital bleeding outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, coital bleeding, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2015. Tubal ligation tubal litigation in 2016 due to essure coils not being placed. Right essure coil placement is unsatisfactory, and is visualized in the midline of the endometrium and extends into the myometrium at the fundus. The left essure coil has satisfactory placement . Device in good position with 2 trailing coils on the left side. 5 trailing coils on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: the left essure device was properly located in the fallopian tube. The left fallopian tuba is occluded. The right essure device is malpositioned. It is likely perforated through the fallopian tube and lies adjacent to the right aspect of the uterus. The right fallopian tube remains patent. This was discussed with the patient. It was stressed mat she needs to continue alternate means of contraception; on (B)(6) 2015: unilateral occlusion (left tube occluded) malposition of essure device. Left tube: c35243 expiration date: mar-2017. Right tube: cs000hw expiration date: 28-oct-2017. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain, embedded device, uterine perforation. Concerning the injuries reported in this case, the following one were reported via medical records: fallopian tube perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received : lot numbers were added. Events : fallopian tube perforation, uterine perforation, embedded device, abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, post coital bleeding, genital bleeding were added. Concomitant drug and conditions were added. Reporters were added. Reporter causality comments were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus / foreign body perforating the fundus of the endometrial / failure to occlude (close) fallopian tube(s) left essure placed properly but right essure device malpositioned'), fallopian tube perforation ('the left-sided essure coil had perforated just under the left fallopian tube') and embedded device ('deeply embedded in the myometrium. It has the size and shape consistent with essure device / the right ( rt) essure coil is visualized in the midline of the endometrium and extends into the myometrium at the fundus') in an adult female patient who had essure (batch no. C35243, cs000hw) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection, pap smear abnormal, suprapubic pain, paratubal cyst and pelvic inflammatory disease. She had an ultrasound done. Previously administered products included for an unreported indication: depo. Concurrent conditions included anemia, irregular periods and endometrial polyp. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding make pain worse"), menorrhagia ("abnormal bleeding (menorrhagia) / passes clots with her bleeding / irregular and excessive bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) / periods are painful / cramping so severe at times that it is debilitating / severe cramping / frequent pain with periods"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful every time she tries to have intercourse and has spotting afterwards"), pelvic pain ("pelvis pain that is sharp and achy / pelvic pain"), coital bleeding ("every time she tries to have intercourse and has spotting afterwards"), abdominal pain ("abdominal pain") and back pain ("low back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia and coital bleeding outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, coital bleeding, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2015. Tubal ligation tubal litigation in 2016 due to essure coils not being placed. Right essure coil placement is unsatisfactory, and is visualized in the midline of the endometrium and extends into the myometrium at the fundus. The left essure coil has satisfactory placement . Device in good position with 2 trailing coils on the left side. 5 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left essure device was properly located in the fallopian tube. The left fallopian tuba is occluded. The right essure device is malpositioned. It is likely perforated through the fallopian tube and lies adjacent to the right aspect of the uterus. The right fallopian tube remains patent. This was discussed with the patient. It was stressed mat she needs to continue alternate means of contraception; on (B)(6) 2015: unilateral occlusion (left tube occluded) malposition of essure device. Batch no c35243. Production date 2014-03-07. Expiration date 2017-03-31 . Batch no cs000hw. Production date 2015-09 . Expiration date 2017-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.